Manufacturer narrative:
An event of leaflet dislodgement was reported. The valve and dislodged leaflet were returned to abbott for investigation. The recessed pivot areas, pivot guards, intact leaflet and dislodged leaflet did not contain any visible evidence of surface damage or anomalies. The intact leaflet was properly inserted into the orifice and able to fully open and close with no resistance noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 31mm masters valve was selected for implant. During the procedure, after implanting the valve, it was noticed that the valve fin came off in one piece. While still on bypass, the valve fin and device were removed from the patient, and a new valve was implanted. There was no clinically significant delay during the procedure. There were no adverse consequences to the patient.

Event description:
It was reported that on (B)(6) 2024, a 31mm masters valve was selected for implant. During the procedure, after implanting the valve, it was noticed that the valve fin came off in one piece. While still on bypass, the valve fin and device were removed from the patient, and a new valve was implanted. There was no clinically significant delay during the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.